Manufacturer narrative:
Additional devices included on this report are as follows: catalog #:tgu373715/ serial #: (B)(4) / UDI #: (B)(4). Date of event: as the date of identification of the type ii endoleak was not provided, the date of event has been estimated as the date of reintervention: (B)(6)2016. Concomitant medical products and therapy dates: unavailable. Investigation conclusions: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation. Furthermore, the IFU states, if coverage of the left subclavian artery ostium is required to obtain adequate neck length for fixation and sealing, transposition or bypass of the left subclavian artery should be considered. In addition, consider occlusion of the ostium via surgical or endovascular means to avoid type ii endoleaks.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of a type b uncomplicated aortic dissection using two conformable gore® tag® thoracic endoprostheses. It was noted that the proximal portion of the proximal device was deployed in zone 1 distal to the patient's brachiocephalic artery. The patient was discharged on (B)(6) 2016. On an unknown date a type ii endoleak was identified originating from the patient's left subclavian artery (lsa). On (B)(6) 2016 the patient was admitted for pre-operative hydration for an lsa coil embolization procedure to treat the type ii endoleak. A left brachial approach was used and multiple terumo azur coils were placed in the lsa. It was reported that final angiography confirmed very minimal flow into the lsa. No complications were reported. There were no further reported issues. The patient tolerated the intervention.